Event description:
Administrator reports one surgeon experienced 3 cases of toxic anterior segment syndrome (tass) following surgery in 2006. The cause of the events is not known and they are investigating all possible causes. It was reported by the surgeon that the instrument cleaning had been moved recently from the operating room to a central processing area. They are not blaming product, however, the facility is asking that their inventory lot numbers be checked by the manufacturer and that the products in their current inventory be replaced as a precaution. Additional information including patient identifiers and outcomes was requested.

Manufacturer narrative:
Returned sample and retention samples were tested and found to meet release specifications. Batch record review indicated all chemical, texicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot.